Event description:
While he underwent implantation of a new atrial lead in march of this year and was subsequently found to have atrial lead dislodgment of the passive fixation lead which had pulled back into the subclavian. He was counseled to undergo atrial lead revision.